Event description:
It was reported during a routine follow-up for pre syncopal episodes, the right ventricle lead (rv) was tested and showed all parameters were normal. The patient returned about one week later with "electric shock sensations" and chest pain. The symptoms were easily replicated during testing, and increased rv threshold was noted. A CT scan was performed and showed the right ventricle lead (rv) lead perforated the apex, with slight pericardial effusion, which had no significant hemodynamic effects. A decision was made to change the rv lead which was done on (B)(6) 2019, with a successful implant of another 7742 lead. The patient suffered no obvious lasting effects or any syncopal episodes or asystole.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Manufacturer narrative:
The device has been received; investigation is currently in progress.

Event description:
It was reported that on (B)(6) 2019, with the right ventricle lead (rv) during a routine follow-up for pre syncopal episodes, all tests and parameters were normal. The patient returned on (B)(6) 2019 with "electric shock sensations" and chest pain. The symptoms were easily replicated during testing, and increased rv threshold was noted. A CT scan was performed and showed the right ventricle lead (rv) lead perforated the apex, with slight pericardial effusion, which had no significant hemodynamic effects. A decision was made to change the rv lead which was done on (B)(6) 2019 with a successful implant of another 7742 lead. The patient suffered no obvious lasting effects or any syncopal episodes or asystole.